Manufacturer narrative:
There is more information on the device evaluation. Additional information has also been received from the customer. This supplemental report is being submitted to provide this information. Additional information is that, during reprocessing the technician handling the device nicked the tip with her fingernail as she was removing the balloon during the point-of-use cleaning. The preceding procedure was an upper endoscopic ultrasound with fine needle aspiration. No patient involvement for the event. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection, it was observed that the ultrasound probe pink rubber acoustic lens had a hole, a missing piece. It is inferred that the external force was applied to the surface of the acoustic lens. As the result, the surface of the acoustic lens tore because the lens could not bear the external force. As reported by the customer, the hole was caused by the nail of the technician during handling. Root cause is improper handling by the user. Other incidental observations were, the rubber glue had a crack and six ultrasound signal elements were broken and wear and tear was observed for the device. The instructions for use (IFU) include the following statements: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufacture date is not available for the device. The user¿s complaint was confirmed. Upon inspection, it was observed that the ultrasound probe pink rubber cover had a hole, a missing piece. Other incidental observations were, the rubber glue had a crack and six ultrasound signal elements were broken. Cause for the missing piece could not be established, though wear and tear was observed for the device.

Event description:
As reported for this event, during reprocessing there was observed a hole in the distal end of the device. There is no patient involvement and no adverse impact to anyone associated with this event.